Event description:
The customer reported that during a breast augmentation subpectoral mammoplasty procedure, the blade was arcing and caused a burn at or around the incision site. The pt incurred a 2nd degree burn. The injury was treated with silvadene cream and gauze.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2012. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.